Event description:
The reporter's wife received an er1 when she tested her husband with the surestep meter. They retested, but could not remember the results. The reporter never received any medical intervention due to er1 or made any allegation of harm.